Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device was failing the therapy delivery test. The fse evaluated the device on site but could find any problems. The fse performed the operational check and it passed. The device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy delivery test failed. No patient involvement reported at this time.